Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter serial number (B)(4), compared to the stago sta r laboratory method with neoplastin reagent. The meter result was 2.9 inr. The result from the laboratory 30 minutes later was 2.2 inr. Their warfarin dosage was adjusted based on the lab result. The patient tests once a week and has a therapeutic range of 2.5-3.5 inr.

Manufacturer narrative:
Occupation is patient/consumer. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr qc 2: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.